Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system on site and confirmed that the system was unable to power on. Upon troubleshooting fse found pdm failed to power on; and replaced mini-sd card and guid but still the issue persisted. To resolve this issue, fse replaced pdm and the original guid and mini-sd placed back to the system. The defective pdu was returned to philips for analysis and confirmed the failure and found the outer and inner cardboard boxes were damaged, and the washer inside had loose cables and connectors. Additionally, the fuse was broken, and several fuses were missing. After replacement, the system was returned to use in good working conditions. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system could not start up. The device was not in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.